Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in france. It was reported that on the rotaflow console a battery error ("low bat") occurred after the power cord was disconnected. New information has been provided by the ssu (sales and service unit) france dated on 2025-09-24 that the pump stopped after the battery error message was displayed on the rotaflow console (rfc). Therefore, the rfc was exchanged during patient treatment with another device. There was no harm to the patient or any other person. In addition, it was found that the battery charging indicator led does not lit. The patient data was not shared by customer. Based on the information that the device was replaced during use a report is required. The rotaflow device with s/n: (B)(6) was investigated by a getinge field service technician and he confirmed the reported failure. The defective rfc power supply board (article number: (B)(4) has been replaced to rectify the failure. The battery will also be replaced as soon as the replacement part received by getinge fst. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The low bat error was caused most probably by a defect diode d6 on the power supply board. The root cause of the component damage cannot be directly determined. The defective power supply board affects the battery, resulting in the battery no longer being able to charge properly. If the battery is not charged for a long period of time, certain cells in the battery may be ¿deeply discharged¿ and become defective. The battery pack then has no longer full capacity/full voltage. And consequently, the defective power supply board causes the battery charge led does not light up. Based on these investigation results the reported failure could be confirmed. The review of the non-conformities has been performed on 2025-09-03 for the period of 2004-10-13 to 2025-08-27. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2004-10-13. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in france. It was reported that on the rotaflow console the [bat.err] message occurred after the power cord was disconnected. New information has been provided by the ssu (sales and service unit) (B)(6) dated on (B)(6) 2025, that the pump stopped after the battery error message was displayed on the rotaflow console (rfc). Therefore, the rfc was exchanged during patient treatment with another device. There was no harm to the patient or any other person. In addition, it was found that there is an issue with the charging indicator light, therefore the display board needs to be replaced. Based on the information that the device was replaced during use a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on year 2004. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.